Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97791, lot# n461978, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported the patient had been in and out of the hospital and had lost the patient programmer. The hospital visits were not related to the stimulator implant. It was noted the patient was having pain up and down her legs, but when she sat down, the implantable neurostimulator (ins) in her back hurt a little because the ins was "bulging out" of the back. The patient could not move her left leg due to neuropathy. When the patient went to find her patient programmer, she could not find it. The ins bulging out of the patient's back was noted to have occurred in (B)(6) 2015 and the pain going down the legs occurred on the day of the report. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.